Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) in 2009, alleging that his onetouch ultra meter was not powering on. The complaint was classified based on the additional info obtained by the customer service representative (csr) during follow-up calls. The pt reported that the alleged issue began approximately 3 weeks prior to contacting lfs. Prior to when the alleged power issue began, the pt claimed he has been experiencing ongoing "hyperglycemic" symptoms; however, the specific hyperglycemic symptoms the pt developed are unk. During the first week that the pt was unable to test his blood glucose as a result of the alleged power issue, he claimed that he continued to take his usual dose of diabetes medication (2 tablets of metformin 2x/day and novolin 30/70 insulin 2x/day) in addition to herbal supplements (type and dosage unk). On an unspecified date/time, about after 1 weeks of experiencing the high symptoms, the pt reported that he saw his physician during a routine visit. At the time of the doctor's visit, the pt claimed his physician checked his blood glucose and was just told that his blood glucose was high (actual result is unk). The pt stated that his doctor did not provide any treatment for his diabetes at the time of that visit; however, did advise him to change his diet (remove all carbohydrates) and continue his usual dose of medications. The pt claimed that his physician did increase his blood pressure medication. Soon after making changes to his diet as advised by his physician, the pt reported that he began to experience hypoglycemic symptoms on and off for a period of 2 weeks. The pt claimed feeling confused, disoriented, hungry, sweaty and "heart pounding". In response to the symptoms, the pt claimed he would eat and/or drink something and would usually feel better within 1-2 hrs. As a result of experiencing the symptoms frequently, the pt stated that he decreased the amount of novolin 30/70 insulin he would take in the morning and evening (40 units). Three days prior, the pt saw his physician again to obtain his results. The pt denied receiving any treatment at the time of that visit. In addition, the pt denied testing on any device at the time of the symptoms. At the time of troubleshooting, the csr noted that the subject meter had been dropped. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.